Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to tighten the abutment on the internal fixture. The procedure took place in the operating room and the patient was sedated for the procedure. The implanted device remains.

Manufacturer narrative:
The abutment tightened to the fixture in the operating room on (B)(6) 2013, is not available for analysis. Per the surgeon, the patient underwent a procedure to replace the abutment on (B)(6) 2013. During the abutment replacement, it was determined that a non-compatible abutment model had been placed on the fixture during the procedure on (B)(6) 2013. The correct abutment model was identified and placed. The abutment replacement occurred in the operating room and the patient was placed under general anesthesia. A device analysis for the abutment involved in the procedure on (B)(6) 2013, will not be completed since the abutment replacement resulted from the use of non-compatible products. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.